Manufacturer narrative:
Concomitant medications: pre-procedure: aspirin ((B) (6) 2001), allupurinal (1985), diovan ((B) (6) 2001), metformin ((B) (6) 2006), glypizide ((B) (6) 2006), intra-procedure ((B) (6) 2010): bivalrudin.post-procedure medications ((B) (6) 2010 and ongoing): aspirin, prasugrel, allupurinal, diovan, metformin and glypizide.this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the (B) (4) study indicated that during the index procedure, a lesion in the distal rca was treated. On the following day the patient had chest pain. Non target revascularization was performed on a lesion in the mid lad. After the first stent was deployed, a 2.75x18mm cypher stent; a 3.0x13mm cypher stent was also deployed in the mid lad because of a dissection. Pci was performed on a 95% de novo lesion in the mid lad of 15mm in length in a 3.0mm vessel diameter. The lesion was considered anatomically complex as there were greater than 2 lesions in the vessel. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atm after failed direct stenting with an unidentified stent. Then a 2.75x18mm cypher rx stent was deployed at 12 atm followed by a 3.0x13mm cypher rx stent at 14 atm, overlapping the first stent and deployed due to a dissection. The second stent was proximal to the first stent. There was no post-dilatation performed for either stent. Timi ii flow was recorded pre-procedure, but timi iii flow was restored post-procedure. The patient was discharged 2 days later. Post-procedure troponin I were 0.10 and 0.31 with the troponin I upper limit 0.09 ng/ml.

Manufacturer narrative:
Please note that the previous report indicated that the concomitant medications were given during the procedure on (B)(4) 2010 but it should have been ((B)(4) 2010). In addition, clarification obtained from the (B)(4) study site indicates that the physician initially thought that there was a dissection after the 2.75x18mm cypher stent was deployed. However, ivus indicated that there was no dissection. As a result, there are no longer any events associated with this product that meet the criteria of a serious injury or product malfunction which require reports to the FDA. Therefore, no further reports will be forthcoming for this particular device.